Event description:
Medtronic received the following information from a journal article entitled: ¿ fenestrated physician-modified endografts (pmegs) - a viable option for urgent cases an unknown stent graft was implanted in the endovascular treatment of a 66mm aaa. Four years later the patient presented to the emergency room with abdominal pain with lumbar irradiation, which progressively worsened over the previous three days. A cta showed that the aaa sac had grown to 11.3cm due to a type 1a endoleak. The patient underwent urgent repair with an additional infrarenal cuff insertion (unknown stent graft) and the implant of heli-fx endoanchors. The final angiography showed that the type 1a endoleak had been resolved, but inadvertent bilateral renal artery coverage had occurred caused by the unknown stent graft . Several endovascular salvage attempts failed to rescue the renal arteries, leaving the patient in chronic renal replacement therapy (a brachial-cephalic arteriovenous fistula was subsequently constructed). Nine months later, the patient presented to the emergency department with abdominal pain with lumbar irradiation. A new cta was performed, which showed further growth of the aneurysm sac, which now measured 16 cm in diameter, and the presence of a type ib endoleak. An urgent endovascular repair was performed with parallel graft deployment to the left hypogastric and external iliac arteries. The postoperative cta revealed a type ii endoleak originating from the inferior mesenteric artery (ima), which was further corroborated by contrast-enhanced duplex ultrasound. Open ima ligation was performed through a median suprapubic laparotomy. No manipulation of the aaa sac was performed during the procedure. On a control, cta, an undetermined endoleak located close to the most cephalic and anterior portion of the aneurysmal sac was found (possible type 1a vs. Type 2 endoleak). Also, additional aaa sac growth was observed, with the aaa sac now measuring 19.7 cm in diameter. A type 1a was then assumed, and an additional aortic cuff (unknown stent gra ft) modified with a single fenestration for the sma was implanted (the ca was chronically occluded). The control cta showed no aneurysmal sac growth or evidence of the preoperative endoleak. At the 30-day follow-up, no further interventions or adverse events had occurred. No additional clinical sequalae were provided.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled: ¿fenestrated physician-modified endografts (pmegs) - a viable option for urgent cases bento r, alves g, rodrigues g, garcia r, ribeiro t, cardoso j, et al. Angiol cir vasc 20(1):38-44. Available from: https://acvjournal.com/index.php/acv/article/view/572 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.